Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, after anastomosis, the device had incomplete staple line. To resolve the is sue, they resected, re-stapled and reoperated. It was reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.